Event description:
Based on additional information received on (B)(6) 2017 from a physician, the case was medically confirmed. Also the case was upgraded to serious as the serious event of knee swelling was added and terrible pain/ joint line pain was updated from non-serious to serious along with seriousness criteria as required intervention. This case is cross referred with the case (B)(6) (same patient). This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after unknown latency did not sleep for two days, had knee swelling and experienced terrible pain/ joint line pain. Patient had an auto accident (struck by automobile while riding bicycle) in 1995, cracked his left knee cap, and had 5 surgeries on different parts but no surgery on knee after the accident. Patient was getting synvisc-one injections for osteoarthritis, approximately once every 6 months for 3+ years and they all worked fantastic. Patient had no allergies. No concurrent conditions were reported. Concomitant medication included ibuprofen as pain reliever for patient's molars pulled. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (dose, batch/lot and expiration date not provided) in left knee for osteoarthritis. On an unspecified date in 2017, after unknown latency, patient had terrible, significant pain, swelling and joint line pain after the injection and iced his knee. On an unspecified date in 2017, after unknown latency, patient did not sleep for two days. Corrective treatment: iced his knee and methylprednisolone sodium succinate (methylpred) for terrible pain/ joint line pain; methylprednisolone sodium succinate (methylpred) for knee swelling and not reported for did not sleep for two days outcome: unknown for did not sleep for two days and recovered for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for terrible pain/ joint line pain and knee swelling additional information was received on 20-sep-2017 from a physician. The case was medically confirmed. The case was upgraded to serious. Patient's height was added. Medical history was updated. Concomitant medication was added. Additional event of knee swelling was added along with details. The event term terrible pain was updated to terrible pain/ joint line pain and event was updated to serious. Corrective treatment (methylprednisolone sodium succinate) was added for terrible pain/ joint line pain and outcome was updated from unknown to recovered. Clinical course was updated and text was amended accordingly. Additional information was received on 05-oct-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
Based on additional information received on 20-sep-2017 from a physician, the case was medically confirmed. Also the case was upgraded to serious as the serious event of knee swelling was added and terrible pain/ joint line pain was updated from non-serious to serious along with seriousness criteria as required intervention. This case is cross referred with the case (B)(4) (same patient). This unsolicited case from united states was received on 17-aug-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after unknown latency did not sleep for two days, had knee swelling and experienced terrible pain/ joint line pain. Patient had an auto accident (struck by automobile while riding bicycle) in 1995, cracked his left knee cap, and had 5 surgeries on different parts but no surgery on knee after the accident. Patient was getting synvisc-one injections for osteoarthritis, approximately once every 6 months for 3+ years and they all worked fantastic. Patient had no allergies. No concurrent conditions were reported. Concomitant medication included ibuprofen as pain reliever for patient's molars pulled. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (dose, batch/lot and expiration date not provided) in left knee for osteoarthritis. On an unspecified date in 2017, after unknown latency, patient had terrible, significant pain, swelling and joint line pain after the injection and iced his knee. On an unspecified date in 2017, after unknown latency, patient did not sleep for two days. Corrective treatment: iced his knee and methylprednisolone sodium succinate (methylpred) for terrible pain/ joint line pain; methylprednisolone sodium succinate (methylpred) for knee swelling and not reported for did not sleep for two days. Outcome: unknown for did not sleep for two days and recovered for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for terrible pain/ joint line pain and knee swelling. Additional information was received on 20-sep-2017 from a physician. The case was medically confirmed. The case was upgraded to serious. Patient's height was added. Medical history was updated. Concomitant medication was added. Additional event of knee swelling was added along with details. The event term terrible pain was updated to terrible pain/ joint line pain and event was updated to serious. Corrective treatment (methylprednisolone sodium succinate) was added for terrible pain/ joint line pain and outcome was updated from unknown to recovered. Clinical course was updated and text was amended accordingly.